Event description:
Connection issues during the implantable procedure; therefore, the device was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the atrial set-screw. The damages identified to the atrial set-screw are consistent with incomplete insertion of a screw driver tip into the hexagonal cavity, as illustrated in (B) (4). Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity.